Event description:
During left ventricular (lv) lead implant, the stylet was unable to be removed from the lv lead. A new lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of the stylet that could not be removed was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside. The cause of the reported event of the stylet that could not be removed was isolated to the bunching of the stripped stylet, ptfe coating, and inner coil. Lead damage was also found which was related to the procedure. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.